Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 400, 381 mg/dl. The customer declined troubleshooting since she knew the reason behind it was because she has eaten too much rice without doing a bolus first. The insulin pump was asking her a calibration even though customer turned off the auto mode. The insulin pump will not be returned for analysis.